Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation and is unable to establish communication with the ipg via the programmer. The sjm representative met with the patient and was unable to communicate with the ipg. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.